Manufacturer narrative:
The manufacturer previously reported that a ventilator service required error occurred on a ventilator device. There was no patient injury reported. The device was returned and evaluated by the manufacturer. Review of the error log found two internal battery errors. The internal battery will need replaced to address the report issue; however the customer requested the device to be returned unrepaired. In addition, the device rubber feet were reported to be missing which unrelated to the reportable issue/malfunction.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.